Event description:
This complaint is not reportable basedon the analysis completed on 05/26/2006. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft kink occurred. The taxus liberte 3.00x28mm drug eluting stent was unable to go through the introducer sheath and over the bmw guidewire resulting in a shaft kink. No complications were reported. However, the returned product found stent damage. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The root cause of the reported complaint cannot be conclusively determined. From the condition of the returned device it is evident that the physician experienced some difficulties during the procedure. The damage present is consistent with the reported complaint. Visual examination of the returned device found that the stent had mid to distal stent strut damage and the stent had also been pulled distally over the tip of the stent delivery system. No further damage was noted with the returned device which could have contributed to the reported complaint. Top assembly batch # 8083917 has no associated complaints at this time. A review of the manufacturing records found that the device met its material, assembly and product specifications.